Event description:
It was reported that after a patient left the hospital after implant, she found blood on her clothing. She found there was no suture holding the incision closed. The patient went to the emergency room and after three hours was admitted because the doctor couldn¿t be reached to stitch it shut and they couldn¿t send her home with an open wound. The day following implant, the incision was sutured and glued closed. The doctor stated that there could have been a blood clot which could have reopened the incision.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tkq6, implanted: (B)(6) 2015, product type: lead . Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).